Event description:
The surgeon was performing an orthopedic procedure. During the procedure a tooth from the blade tip broke off. The piece was retrieved. The blade was removed from the sterile field. The remaining hospital inventory was reviewed.